Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 51% in (B)(6) 2020 to 6% currently. Premature battery depletion was suspected. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 51% in october 2020 to 6% currently. Premature battery depletion was suspected. Technical services reviewed the available device data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.